Event description:
It was reported that the patient was experiencing pain at the ipg site after weight loss. As a result, surgical intervention was undertaken on june 8, 2023 wherein the ipg pocket was repositioned and the ipg was replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.